Event description:
It was reported that the insulin pump alarmed during prime process. The blood glucose reading is 600 mg/dl. Customer treated with manual injection. Customer stated that the drive support cap was protruded and he pressed the cap back in. Customer was not connected to the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.